Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Low bg cause was not known. Customer consumed glucose powder to address bg. The customer also reported that they had blurred vision, and they were shaking because of the low bg. Recommendation was made to contact tandem technical support (cts) if the customer experiences any further issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.